Event description:
A hospital in (B)(6) reported that an rt210 adult breathing circuit was unable to be used, as the heater wire connector would not make connection on the exhalation side. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The device is currently en route to the manufacturer for inspection. We will provide a follow up report with the results of our investigation.